Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that the patient faced same kind of adhesive events with two infusion sets, which fell off during user. The patient was not sure if they were engaged in physical activity, sweating, swimming, or bathing during event. No dressing or tape was applied over the infusion set also no adhesive aides were used. However, the insertion site was cleaned, air-dried and was free of hair. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .- device 1 of 2.